Manufacturer narrative:
G3 - "user facility" was inadvertently added to g3 on previous supplemental emdr. After further clarification, "user facility" is only to be used on received copies for medwatch reports and not for canadian cmdsnet reports.

Event description:
It was reported that the secondary tubing was primed with saline and attached to the patient. However, the tubing separated below the drip chamber prior to spiking the chemotherapy bag containing oxaliplatin. There was no medical intervention provided to the patient or staff member as the drug did not spill. The event occurred at cancer care clinic. Received a copy of the customer's cmdsnet program report from health canada which states, "just prior to spiking a 500cc IV bag of a chemo agent, the drip chamber of the secondary line separated from the tubing at the junction of where the two meet. Had that happening after the bag was spiked and anytime after the infusion was hung, there would have been a major hazardous spill."

Event description:
It was reported that the secondary tubing was primed with saline and attached to the patient. However, the tubing separated below the drip chamber prior to spiking the chemotherapy bag containing oxaliplatin. There was no medical intervention provided to the patient or staff member as the drug did not spill. The event occurred at cancer care clinic. Received a copy of the customer's cmdsnet program report from health canada which states, "just prior to spiking a 500cc IV bag of a chemo agent, the drip chamber of the secondary line separated from the tubing at the junction of where the two meet. Had that happening after the bag was spiked and anytime after the infusion was hung, there would have been a major hazardous spill."

Manufacturer narrative:
The customer¿s report that the tubing separated below the drip chamber was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the drip chamber and tubing components. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. No other anomalies or separations were observed. By aligning the tubing end beside the drip chamber outlet, there was evidence that the tubing had not been fully inserted into the drip chamber outlet spigot. Dimensional analysis performed found the tubing area near the separated tubing end to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Additional information provided: b.5, g.3, d.11, & h.6.

Event description:
It was reported that the secondary tubing was primed with saline and attached to the patient. However, the tubing separated below the drip chamber prior to spiking the chemotherapy bag containing oxaliplatin. There was no medical intervention provided to the patient or staff member as the drug did not spill. The event occurred at cancer care clinic. Received a copy of the customer's cmdsnet program report from health canada which states, "just prior to spiking a 500cc IV bag of a chemo agent, the drip chamber of the secondary line separated from the tubing at the junction of where the two meet. Had that happening after the bag was spiked and anytime after the infusion was hung, there would have been a major hazardous spill."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the cancer care unit, the drip chamber separated from the tubing prior to spiking a 500 ml bag of chemo.